Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the stroke symptoms were still ongoing including gait change.

Manufacturer narrative:
Product ID 3387s-40, lot# va1sphv, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the hcp was continuing to monitor if a gait change was secondary to the stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved with sequelae (B)(6) 2019. The patient had gait unsteadiness with right leg drag.

Manufacturer narrative:
Product ID: 3387s-40, lot# va1sphv, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the event was unresolved with no further action planned.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va15phv, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported the lead migrated/dislodged. The patient experienced a small ischemic stroke post-operatively on (B)(6) 2019 after the left deep brain stimulation (dbs) electrode was implanted resulting in left misplaced dbs lead. The issue was ongoing. Imaging was done and the component was explanted/replaced on (B)(6) 2019. The event was determined to be related to the device or therapy or implant procedure.